Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 28 mg/dl. A phone call was made to the customer to get more information about the hospitalization but the customer was unable to speak or troubleshoot at the time of the call. Nothing further was reported.